Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) upper right side of uterus"), fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12240679 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in hip and nephrolithiasis. Concurrent conditions included dysfunctional uterine bleeding and fibroids. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("bladder problem or changes / lack of bladder control") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced the second episode of dysmenorrhoea ("dyspareunia (painful sexual intercourse),") and back pain ("back pain"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure/total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, female sexual dysfunction, urinary incontinence and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and the last episode of dysmenorrhoea had resolved. The reporter considered back pain, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, urinary incontinence, uterine perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion on (B)(6) 2004 patient had hysterosalpingogram resulted in tubal implants are visualized in the right fallopian tube. There is no flow of contrast agent in either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) upper right side of uterus"), fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in hip and nephrolithiasis. Concurrent conditions included dysfunctional uterine bleeding and fibroids. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("bladder problem or changes / lack of bladder control") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("back pain"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure/total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, female sexual dysfunction, urinary incontinence and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion on (B)(6) 2004 patient had hysterosalpingogram resulted in tubal implants are visualized in the right fallopian tube. There is no flow of contrast agent in either fallopian tube most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received, reporter addded, lot number received, event added as:- abnormal bleeding,abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: lack of bladder control, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (uterus), perforation (other) : fallopian tube incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.